Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 38mm x 2.75mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery(lad). A 2.75x38mm promus element plus drug eluting stent was advanced for treatment. However, during procedure the stent dislodged in the middle of the lad and the device was removed with the wire together. The procedure was completed with a different device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus, mr, ous 2.75x38mm stent was returned for analysis. Stent returned damaged and detached from the balloon. The stent delivery system was not returned. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 38mm x 2.75mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery(lad). A 2.75x38mm promus element plus drug eluting stent was advanced for treatment. However, during procedure the stent dislodged in the middle of the lad and the device was removed with the wire together. The procedure was completed with a different device. There were no complications reported and the patient is stable.